Event description:
The patient received his scs system on (B)(6) 2005. On (B)(6) 2010, it was reported that the charging system will not turn on. The patient is without stimulation. A replacement charger was sent to the patient. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.